Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced intense chest pain and presented to the hospital. X-ray and CT scans were performed revealing that the lead had perforated. No electrical testing was performed due to intense chest pain. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was explanted and replaced successfully. The patient was stable post procedure.